Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has low pacing impedance and intermittent undersensing. The lead remains in use and will be regularly monitored. It was further reported that the right ventricular (rv) lead has low pacing impedance. The lead polarity had changed due to the low impedance. There was noise on the rv lead in unipolar mode. The lead remains in use and will be regularly monitored. No patient complications have been reported as a result of this event.